Event description:
Calcification was present at the proximal seal zone of the graft. Final angiogram noted a proximal type I endoleak observed at the infrarenal aortic opening. The modling balloon was advanced and inflated at the sealing stent for a second time, noting a reduction in the endoleak. A larger balloon was advanced and inflated, greatly reducing the endoleak. A decision was made to conclude the procedure and follow-up at a later time. It was thought that endoleak would now resolve during heparin reversal.